Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00045. It was reported that catheter entrapment occurred. After a 014 300cm thruway guide wire crossed the lesion, a 4.0mm x 60mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. However, the device could not be advanced nor withdrawn. The balloon catheter and guide wire were removed together without the balloon being inflated and was replaced with a 035/260 zipwire hydrophilic guide wire and a 5.0 x40 75cm charger¿ balloon catheter. However the same issue occurred and both were removed as a unit. No patient complications nor harm were reported.

Event description:
It was further reported that the target lesion was located in a vessel in a lower extremity and the procedure was completed with another wire and catheter.

Manufacturer narrative:
Event date, describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer.: returned product consisted of a coyote balloon catheter with a .014 thruway guidewire in the lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Inspection of the device presented no damage or irregularities. The device was soaked in a water bath and the guidewire was unable to be removed from the catheter. There was no evidence of any material or manufacturing deficiencies contributing to the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).